Event description:
An adc customer reported that they received a "hi" message on their fs freedom lite meter and called inquiring on what the message meant. The customer further reported that "about a month ago" (date and time unknown) they received a "hi" message and experienced frequent urination and dry mouth and then lost consciousness. Paramedics were called and customer reported he was treated on scene with "a shot and something to drink". Customer was not transported to a health care facility and no diagnosis was reported. The customer also stated they also took percocet, ibuprofen and drank soda. Attempts were made to contact the customer to clarify the product issue as well as the specific treatment reported as the readings were consistent with the symptoms reported and customer stated there was no change or delay in treatment as a result of the issue. In addition, the customer stated he took another result on a competitor meter and received a reading of 586mg/dl which was also consistent with the adc meter reading. There was no report of death or permanent impairment associated with this case.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and hemostasis was achieved with another proglide device. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
The customer's product has been requested back for investigation and a supplemental report will be sent once new information is received. It is important to note that a glucose value >500mg/dl will be displayed as "hi" on the adc meter.